Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 04/08/25, d4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - there was no bleeding or tissue damage caused by this event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracic surgery (vats) lobectomy procedure, the device was fired without any problem until the 2nd firing, but when resection at the 3rd firing, after incorporating and clamping the lung parenchyma once, the device incorporated the tissue in too thickly, so the jaws were opened again to trying re-clamp the tissue, but the jaws would not open. It was tried to open the jaws with using the manual override lever, but it did not open, and the jaws opened in the middle of dissection the tissue by abp. After that, the lung parenchyma was sutured by hand suture, and the surgery was completed without any problems. The cartridge color was black. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2025. D4: batch #m9a19e. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received unfired. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a black reload loaded on the device. Also, the override lever was up. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of difficult to open and manual override would not work could not be confirmed as the device opened and closed without any difficulties noted and the manual override was totally functional. A manufacturing record evaluation was performed for the finished device batch number m9a19e, and no non-conformances were identified.